Manufacturer narrative:
If explanted, give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was noted to have rotated 11 degrees in the right eye. No repositioning or further intervention were required. The protocol-defined slit lamp measurement was 15 degrees on (B)(6) 2017 versus the intended operative placement of 4 degrees on (B)(6) 2016. No patient complications and/or related injuries. The patient is currently doing well. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: it was noticed that the unique identifier (UDI) number had not been provided under the initial report. The UDI number is as follows: unique identifier (B)(4). All pertinent information available to abbott medical optics has been submitted.